Event description:
It was reported that the atrial lead exhibited high thresholds and impedances, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 lead implanted: (B)(6) 2004. (B)(4).